Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during a therapeutic laparoscopic procedure, end part of the instrument broke off and was retrieved from the patient, there was a surgical delay of a few minutes and the procedure was completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to correct the item code. The item code originally submitted was n5423730, which will be changed to r5000687 should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.